Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when came out of the packet, the needle detached from thread. Additional new suture was used to resolve the issue. There was no patient involvement.